Event description:
Clinical report/der: patient revised for pain and osteolysis. (Left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 2/23/16 medical records received. Medical records reveiewed for MDR reportability. Medical records reported patient with left leg longer than right, cup vertical and CT scan reportedly showed osteolysis and avulsion fracture of lesser trochanter with mild anterior displacement. Revision surgical report noted a pseudotumor and black burnishing of stem and taper but no metallosis. Even though the stem was noted to be vertical, it was not revised related to the patient's physical size and weight as the surgeon reported he did not believe it could be any better positioned than it was. Stem was reported twice in error when previous review stated stem and sleeve were being reported. Duplicate stem will be changed to an unknown sleeve. The complaint was updated on: mar 11, 2016b7: anxiety, depress, hiatal hernia, fall from horse, fractures t6, t7 & t8, osteoarthritis, spondylosis.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/21/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain , osteolysis, fracture of the lesser trochanter, psuedotumor, and corrison on the trunnion and head. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The reported product (s-rom femoral stem) is found to be non-contributing to the reported lesser trochanteric fracture. It has been determined that this fracture is an avulsion fracture secondary to the initial reported osteolysis.

Manufacturer narrative:
Update rec'd 7/18/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from lysis, pseudotumor, reactive and wear type granulation tissue. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.